Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on a dimension exl 200 instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. It was noticed that the sample probe needed replacement and realignment. The customer has not experienced any discrepant tni results since replacing the sample probe. No product problem was identified. The instrument is operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). A new sample was drawn from the same patient and processed on an alternate non-siemens instrument and a lower result was obtained. Due to the elevated tni result, the patient was admitted to the emergency room (ER) and was hospitalized after. There are no adverse health consequences due to the discordant tni result or the hospitalization.